Event description:
It was reported that, during a case, the hospital experienced a power outage. The anesthesia machine's screen went blank, and the unit did not switch to battery backup. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.